Manufacturer narrative:
(B)(4). Method: the infant warmer was not returned to fisher & paykel healthcare for evaluation as the customer had elected to repair the unit themselves. A photograph showing the heater head damaged parts was received. Results: inspection of the provided photograph revealed discolouration of the head harness housing connector. A lot check revealed two other complaints of this nature for the lot number provided. Conclusion:the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. We note that the subject warmer is over ten years old. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Replacement parts have been sent to the customer to replace the discoloured harness connectors. A trained biomedical technician will be carrying out the service to the infant warmer. Not returned.

Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer was displaying an e17 error code and that the head harness connector was discoloured. No patient consequence was reported.